Event description:
Pentax medical was made aware of an issue that occurred in the united states. The information provided that an eg-3890tk, sn: (B)(6) video upper g. I. Scope was sitting for over seventy-two (72) hours without being properly high level disinfected. The end user stated that they did not follow the rifu (reprocessing instructions for use) in regards to timely reprocessing after completion of a procedure as the endoscope was left soiled. The scope is being sent in for delayed reprocessing due to severe winter storms throughout (B)(6).

Manufacturer narrative:
Updated sections: b4: date of the report b5: event description d2: common device name d4: model, serial, UDI g3: date received by manufacturer g4: 510k g6: type of report: followup 01 and h10. The customer owned endoscope was received by pentax medical for evaluation on 22-feb-2021. The endoscope was inspected by pentax medical service under service order (B)(4) where it was reprocessed and the technician documented the following inspection findings: # 2 remote control button cover cracked, air/ water nozzle glue worn, passed wet leak test, passed dry leak test. The endoscope was repaired and approved by final qc on 04-may-2021 and was delivered to the customer under delivery order (B)(4). Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
The device was returned to pentax media service for further evaluation on service order (B)(4) where it was reprocessed and inspected. The scope passed the wet and dry leak tests, cleaning disinfection and angulation adjustment was performed and the endoscope was returned to the customer. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical was made aware of an issue that occurred in the united states. The information provided that an eg34-i10 (sn: (B)(4)) video upper g. I. Scope was sitting for over seventy-two (72) hours without being properly high level disinfected. The end user stated that they did not follow the rifu (reprocessing instructions for use) in regards to timely reprocessing after completion of a procedure as the endoscope was left soiled. The scope is being sent in for delayed reprocessing due to severe winter storms throughout (B)(6).